Event description:
Affiliate reported that during the craniotomy, the perforator did not release. The dura mater has been damaged. Under arachnoid hemorrhage. Peroperative epilepsy further to cortex damage.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.